Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that the dongle for the imaging system was loose. After adjustment of the dongle, functionality was restored. It was noted that the application software and firmware were upgraded, though unrelated to the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system shut down without prompt from the user after placing the gantry around the patient. The gantry door was manually opened from around the patient and taken out of the surgical field. The imaging system was then restarted and used for the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.